Event description:
On 08/25/2022, it was reported by a sales representative via (B)(4) that a ar-8672 chondro 60 degree tip, and a ar-8671 chondro 90 degree tip bent. This occurred during an unknown case. The case was completed, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was observed that the shaft of the pick was significantly bent, indicating that the device had been subjected to prying/leveraging forces. As such, this event is consistent with user-applied mechanical forces to the device during use.